Event description:
The physician was complaining that the pacemaker did not mode switch despite an atrial arrhythmia at 200 bpm; reportedly, the pacemaker was pacing at the programmed upper rate (120 min-1).

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.